Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a defective lcd module. The top case assembly was replaced to address this issue. Resmed's risk anaylsis for these failure modes concludes that the risk is acceptable.(B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device displayed a white screen and restarted unexpectedly. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The main circuit board pcb and device logs were returned to resmed design house for an extensive engineering investigation. Review of the device logs confirmed the reported unexpected restart and revealed the occurrences of system fault error messages (sf 74, 195, and 179). Based on all available evidence, the investigation determined that the reported system fault error messages were due a defective (pcb) and the power failure was most likely due to a defective battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4). Screen failure was reported in the initial mw.